Manufacturer narrative:
(B)(4). An authorized third party service engineer (se) evaluated the device, opened the compressor, cleaned air water trap, found an internal tubing leakage and all the tubing was reconnected. Both the compressor and ventilator worked properly. No parts were replaced.

Event description:
It was reported that during set up a ventilator pressure fluctuated and generated an air supply loss alarm because of an inoperative compressor which was the ventilators primary gas source. There was no patient involvement.